Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: please confirm that the event date is (B)(6) 2014? ¿staples did not form¿; were the staples deployed onto the tissue but they were malformed? Did the device cut? If yes, was the cut line complete? Yes, the date of the event was (B)(6), the kit had been stored in a cupboard and not reported to us until september. No other information is available. The analysis results showed that the cs40b device was received in good visual conditions and with a cartridge reload loaded in the device. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the gun fired but the staples did not form. Another like device was used to complete the procedure. There were no adverse consequences for the patient.